Event description:
It was reported that during a video laparoscopic procedure - bariatric sleeve technique, after performing the second firing, the entire staple line opened. It was necessary to replace the device and the reloads. There was no injury to the pt as the surgeon could end the procedure using another device. An attempt was made to obtain further info, but we were advised that no additional info can be provided.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.